Event description:
Patient was hospitalized on (B)(6) 2011 for diabetic ketoacidosis. Patient changed the infusion set and insulin cartridge on (B)(6) 2011. Blood glucose was 358 mg/dl on (B)(6) 2011 at 10:58 p.m. He delivered a correction bolus but continued to urinate frequently during the night, and he then delivered an additional bolus. Blood glucose was 558 mg/dl on (B)(6) 2011 at 7:30 a.m., 533 mg/dl at 8:37 a.m., 526 mg/dl at 9:33 a.m., and 571 mg/dl at 10:40 a.m. He did not eat food, but he drank tea and vomited. Blood glucose was "hi" mg/dl at 3:10 p.m. And 3:37 p.m. Patient was "almost unconscious" and his wife called an ambulance. Blood glucose was 716 mg/dl at the hospital, and physician disconnected the infusion device to erogate insulin in vein. Patient did not change the infusion headset when his blood glucose was elevated. Patient delivered a 5 unit bolus at 11:00 p.m. On (B)(6) 2011. On (B)(6) 2011, he delivered 5 units at 1:27 a.m., 12.5 units at 7:33 a.m., 7 units at 9:37 a.m., 1 unit at 10:44 a.m., 5.5 units at 10:46 a.m., and 11 units at 3:15 p.m. Infusion device was replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.